Manufacturer narrative:
Three incidents were previously reported to maquet and maquet reacted immediately at that time. A durability test was carried out by r&d back in 2000 and resulted in a design change. The reported incident in 2002 in us carried out a technical notification which was sent to all service personnel updating the requirement of a yearly maintenance to be carried out by qualified service personnel. In addition, a technical notification was sent to all service personnel back on (B)(4) 2006 requesting servicing to be done on the tables to ensure that the faulty parts are exchanged. In this particular case it seems that the required service was not performed which lead to the incident. Maquet is initiating an add'l customer notification regarding this issue. (B)(4).

Event description:
Pt weighing approx (B)(6) was positioned on the 1132.03b3 alphastar plus sn (B)(4) during a surgical procedure in trendelenburg positioning. During re-positioning, a loud creaking noise was observed and the table broke at the trendelenburg cylinder threads which attach to the table top. (B)(4).